Event description:
It was reported by the rep that the one lcsk5 was used during a seps procedure. It was reported that the blade failed halfway through the case. The case was completed with another lcsk5. Both blades were borrowed from the adjacent day surgery. There was a ten minute delay for the transport of the second device. There was no pt consequence.